Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2009. During the hta procedure, they were getting fluid loss alarms. Approximately 10cc/min was being lost. Additional follow up indicated that the heater canister was leaking during the procedure, away from the patient. The case was aborted due to this event.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the manufacture date and expiration date of this device is also unknown. The complainant indicated that the device will not be returned for evaluation since the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.